Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. : no product was returned.

Event description:
(B)(6) 2013, it was reported that the patient's infusion device turned off without first displaying any error or alert message. After it was noticed that the device was turned off, none of the buttons on the device would respond. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.